Manufacturer narrative:
Insulin pump received with no button response due to unlocked keypad connector on lcd board. Unable to verify the no delivery alarm and perform prime/compromised force sensor system, the excessive no delivery alarm, and the displacement test due to no button response. Insulin pump received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 490 mg/dl. He removed the cannula but was stuck because the buttons on the insulin pump were unresponsive. The act and esc buttons were not working. The customer treated his high blood glucose manually. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.